Event description:
It was reported that the patient presented to the emergency department with a heart rate in the 30's as observed via telemetry monitoring on (B)(6) 2026. The pacemaker failed to be interrogated via inductive telemetry, and a temporary pacemaker was placed overnight. The patient was subsequently brought in for a generator change on (B)(6) 2026; the pacemaker was successfully explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
Correction: please retract this report 2017865-2026-07333, as it was a duplicate of manufacturer report number 2017865-2026-06636.